Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign object and forceps cover glue peeling likely occurred due to an external force applied to the part. The specific root cause regarding the object in the bx channel could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The foreign object affected multiple elements and functions within the unit, such as angulation, cutting the instrument channel, suction and creating ¿snakiness¿ in the insertion tube. The device evaluation found peeling glue on the forceps cover, scratches on the pink rubber of the probe (did not affect function), cracked glue on the bending section cover, 12 broken elements on the ultrasound image, the switch was not working, slow suction, low angulation and control knob issues, fluid invasion and minor dents and scratches on the light guide tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during an unknown procedure, a needle was stuck in the instrument channel on the evis exera ii ultrasound gastrovideoscope. There were no reports of patient harm associated with this event.